Manufacturer narrative:
Pr#: (B)(4). When the investigation is completed, a follow up report will be sent to the FDA.

Event description:
Phillips received a report from a customer that a patient felt a tingling sensation at the top of the left shoulder during an mr examination. After the examination, a small bump was observed that developed into a 4cm size blister on top of the left shoulder. The patient was positioned head first supine and scanned with the shoulder coil for an examination of the left shoulder.

Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the mr system. No definite cause for the injury as sustained by the patient could be determined. A possible contribution of a coil malfunction cannot be excluded. The returned coil could not be traced at the repair facility and no detailed coil investigation could be performed. Other factors that may have contributed to the injury as sustained by the patient are: - 8 consecutive scans on high sar between 2.2 w/kg and 3.0 w/kg - total calculated whole body rf dose: 3,4 kj/kg. - no patient ventilation was used (B)(4).